Event description:
It was reported, the patient's pump was rotated within the pocket. The pump was repositioned with a dacron sock on (B)(6) 2008. The patient resolved without sequelae on (B)(6) 2008. No patient signs or symptoms were reported.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type catheter product ID, 8709 lot# l58361 serial#, implanted: 1999 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).